Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that a merlin.net transmission revealed premature battery depletion. Review of the session, confirmed that battery was depleting prematurely. The device was explanted and replaced. The patient was stable.